Event description:
Caller alleged imprecision with inratio. Results as follows: first test inr = 5.6(5/1106; second test inr = 1.8(08/14.06' third test inr = 1.1(08/22/06.

Manufacturer narrative:
Inratio precision data provided by end-user lot 050663: first test inr = 5.6(8/11/06); second test inr = 1.8(08/14/06); third test inr= 1.1(08/22/06). Mean =; sd = 2.4; %cv = 85%. The %cv is greater than 20%. Per internal procedure, the precision failed the criteria for precision. The time between each test was > 3 hours. The comparison was invalid.